Event description:
Event description cpi received information that a patient with this implantable pulse generator (ipg) had a norml follow-up visit on june 3, 1997 and then returned to the physician's office with 'complaints' two days later. Battery status at this time exhibited elective replacement past (erp) indicator and was in the vvi stat I pacing mode.